Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on (B)(6) 2026. The external visual inspection revealed broken electrode wires between the electrode ground ring and fantail region. Photographic imaging inspection confirmed broken electrode wires between the electrode ground ring and fantail region. System lock was verified. The device passed some of the electrical tests performed. The scanning electron microscopy (sem) analysis revealed tensile breaks of electrodes between the electrode ground ring and fantail region. The device passed the mechanical tests performed. Sem analysis revealed broken electrode wires between the electrode ground ring and fantail region, which are believed to have been induced by the trauma reported. It is believed that these breaks caused the open impedances measured at the clinic. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information sections: b.3, d.6b, h.6. The recipient's device was reportedly explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Advanced bionics considers the investigation into this reportable event as closed. Legal proceeding have prohibited the testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of sound following a fall. Device testing within normal limits. Imaging confirmed proper location of electrodes. Revision surgery is scheduled.